Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. De meulemeester, jolien. "One-year effectiveness and safety in young children aged 2¿6 years with type 1 diabetes using an automated insulin delivery system: a real-world prospective cohort study." Diabetes, obesity and metabolism, a journal of pharmacology and therapeutics, volume 28, issue 1, 2025, https://doi.org/10.1111/dom.70228. Pages: 551-561. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
In the study, "one-year effectiveness and safety in young children aged 2¿6 years with type 1 diabetes using an automated insulin delivery system: a real-world prospective cohort study", it was reported that the customer experienced diabetic ketoacidosis due to occlusion. The customer was hospitalized to treat diabetic ketoacidosis. The event involved product(s) mmt-1884, mmt-399, mmt-332. Troubleshooting was not performed. It was unknown whether the customer was using the insulin pump with 48 hours of reported event. It was unknown whether the customer was using the automode/ smartguard feature at the time of reported event. No further patient complication was reported. No products were returned for analysis as a result of the study's findings.